Event description:
A customer contacted baxter's technical service center to report that a patient would hold the patient line over a trash can till fluid leaked out when patient line would not prime using the reprime feature on the homechoice (hc) machine. The technical service representative (tsr) referred the patient to the tsr's supervisor. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Per the supervisor, the caller was not able provide any further details related to the event, so the supervisor was not able to confirm that anything like they are alleging actually happened.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The complaint was confirmed; however, a cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through a CAPA.